Event description:
It was reported that, "the patient twisted her hips doing laundry and fractured calcar. The doctor revised her hip using restoration mod and cables."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.